Event description:
It was reported the patient was doing well with essential tremor symptoms as a result of the deep brain stimulator (dbs) but noted whenever the patient would touch the right corner of the battery they would get a sharp shooting sensation down their right arm. It was stated it could happen when the patient would roll in their bed. It was noted the patient had thin skin and they could see the extension wire going into the port. It was stated the implantable neurostimulator (ins) was palpated and nothing happened until they pressed where the wire connected to the ins. It was noted they ran impedances and they were within range 800-1200 ohms for all contacts on both sides. It was stated the doctor had considered revision to move the adaptor to the back port and use silicone near the header block. It was stated imagine had not been performed yet at the time of report. It was noted perhaps fluid moved around when the ins was touched like that. It was further reported there was a suspected fluid leak at the adaptor/ins connection when pressure was applied at that site. It was noted the issue was not resolved. It was stated intervention was to be determined and the patient status was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n434140, implanted: (B)(6) 2014, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v163388, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).